Manufacturer narrative:
The device was no returned for eval. We are unable to confirm the kinked cannul or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot me all acceptance criteria.

Event description:
The customer reported that her blood glucose read high (>27.8 mmol/l [>500mg/dl]) and that the cannula was kinked.